Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to treat an atrial septal defect. One week following implant the patient present features presumed to be bacterial endocarditis. Blood cultures were negative. The patient had received one or two doses of oral antibiotics prior to presenting to the hospital. Due to the abnormal appearance of the device on both transthoracic echocardiography (tte) and transesophageal echocardiography (toe), plus the development of first degree heart block, the device was surgically removed and the defect was closed by direct suture. Following explant, the device wasn't handled in a sterile manner by the theatre staff. The microbiology report noted "pus" cells but no organisms from an aspirate taken from the device. A culture of the aspirate didn't grow any pathogen. A staphylococcus epidermis was found on extended incubation of an enrichment broth inoculated from the device. The routine culture didn't grow a pathogen. Histopathology reportedly noted, "the sections show fibrin, inflammatory cells (neutrophils, histiocytes), blood and acellular apoptotic debris. Viable myocardium is not seen. The psd stain for fungi is negative. The gram stain is negative apart from some cross reaction with gram negative apoptotic debris. Comment: the bacterial colonies typical of a vegetation are not seen in this material."

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing and sterilization records verified the lot was processed normally and all pre-release specifications were met. The gore® cardioform septal occluder instructions for use list arrhythmia requiring treatment as a potential device or procedure related adverse event.